Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's buttons were intermittently responsive. The customer also reported their infusion set was caught in the inserter. Customer declined to troubleshoot their inserter. The customer stated the buttons were working at the end of the call. Customer's blood glucose was unknown. No additional information provided.